Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose and pump had a blank display. Customer stated they changed the battery and display went blank. Customer inserted new batteries and display did not return. However, customer inserted another battery and pump turned on. Customer also mentioned his blood glucose was 46mg/dl and declined troubleshooting.